Manufacturer narrative:
Technician found the stretcher on 2 north. Head section stuck at 30% and not going down. Isolated the problem to a bent gas spring. Replaced the gas spring to resolve the issue.

Event description:
Complaint information alleged that the head section was up 30% and was not going down. No injury reported.